Event description:
Customer stated that the device locked up after download. Can not review the memory. Also stated the device showed results on the printed report that were not in the device. A request was made for the return of the suspect device and replacement product was sent.